Manufacturer narrative:
The pump passed the self-test. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. No alarms or alerts were found in adapt on the event date or two days prior. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and no physical or moisture damage found on the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and cracked case (battery tube). No communication pump to transmitter (unresolved) was not confirmed. E/a alarm unspecified not confirmed. Cosmetic damage confirmed at keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) to insulin pump, railing on the back was loose and the customer received unexplained alerts or errors and lost sensor connections. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1880l, mmt-7911na. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-1880l. No product return is required for mmt-7911na.